Event description:
The side rail panel partial detachment was observed by the arjo service consultant during the pick-up of the citadel plus bed frame. The device was not in use at that time. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail lower arm (part of the side rail mechanism) was cracked and the side rail panel was separated from the metal plate to which was assembled by the screws. Allegedly the collision between the side rail with extended width extension and the fore frame occurred when the bed was being transferred by the nurse. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instruction for use (IFU, 831.374 rev. G): ¿make sure that all eight width extensions are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ to reduce the bed width during the transfer, all width extensions should be pushed in. IFU also includes information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, the side rail was damaged during the bed transfer. Arjo device failed to meet its performance specification since the side rail was partially detached. There was no allegation that any patient was involved. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.